Event description:
A report was received that during the permanent implant procedure the patient was aspirating and was put on ventilator and rushed to the hospital. The physician believed it was not due to the procedure or device but was due to complication with the anesthesia. The patient was doing well.

Event description:
A report was received that during the permanent implant procedure the patient was aspirating and was put on ventilator and rushed to the hospital. The physician believed it was not due to the procedure or device but was due to complication with the anesthesia. The patient was doing well.